Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/17/2020 d4: batch # t5dt6c device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colon resection the customer claims that echelon circular fired normally. Upon reviewing the staple line, one staple was not formed. Staple was sticking straight out of anastomosis and did not form. Triple staple technique had been utilized for purse string. Case was successfully finished with that product. There were no patient consequences.